Event description:
The device activated error code 384 (evt_press_sensor_mismatch), accompanied by an alarm indicating "vent service required." This error was caused by a detected large pressure drop between the monitor and outlet pressure sensors. No patient harm was reported during the event. No service actions or component replacements have been completed to date. Should the device be evaluated, a follow-up report will be submitted.